Manufacturer narrative:
The customer continued to have issues after the service visit where multiple instrument issues were addressed. The instrument was de-installed and a new instrument was installed. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant results for 4 patient samples tested for ca2 calcium gen.2 (ca2) on a cobas 6000 c (501) module. Patient 1 initial ca2 result was 11.8 mg/dl. The repeat result was 8.5 mg/dl. Patient 2 initial ca2 result was 11.5 mg/dl. The repeat result was 8.2 mg/dl. Patient 3 initial ca2 result was 12.3 mg/dl. The repeat result was 8.7 mg/dl. Patient 4 initial ca2 result was 10.4 mg/dl. The repeat result was 6.5 mg/dl. The initial results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The ca2 reagent lot number was 33767201 with an expiration date of 31-jul-2019. The field service engineer (fse) visited the customer site and found that the water system was operating as specified. The lamp and cuvettes were replaced and a photometer check was performed. The water canister was cleaned and the system was primed. The sample probe was also cleaned and adjusted. Calibration initially failed, but passed after the second attempt. A hardware check was performed where a problem was identified. The special wash list was according to specification. The fse noted that the sample probe wash station had less water pressure than other wash stations. Calibration errors were observed on (B)(6) 2018. Qc results were within range. Precision test results indicate there may be an issue with sample and reagent pipetting. Multiple abnormal probe sucking alarms were observed on the alarm trace on the day of the event. Based on the calibration and qc data provided, a general reagent problem can be excluded.